Manufacturer narrative:
Additional information was added to h4, h6, h10. H4: the lot was manufactured between january 21, 2021 to january 22, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from infusion mouth. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.